Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a missing tamper seal. During analysis, the customer's reported concern regarding "cassette not attached error" was confirmed. The downstream occlusion (dso) sensor was found to be unresponsive. Service will replace the dso sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during a regular preventive maintenance of a smiths medical cadd solis vip pump, the pump exhibited an error for "cassette not attached". There was no patient involved in this event. No adverse effects were reported.